Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 126 mg/dl. Customer stated that the pump would not stop beeping. Customer stated that she took an aerobics class in a heated room and thinks it may have gotten too hot. Customer stated that the pump may have been exposed to perspiration. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: unit received with intermittent do to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners and reservoir tube lip. Unit received unit missing end cap sticker.